Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in was discolored/ had foreign matter. It was reported by customer that they noted an orange spot near the distal end of the 20 and 22 g IV catheters. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024 we noted an orange spot near the distal end of the 20 and 22 g IV catheters we have in stock. Please see the attached picture. The lots have been removed from service and the representative audra sinclair mahnke was notified. She received this response from marketing. We have seen this before, however we have not had any reports of degradation of the device once placed. This discoloration is due to the holes being laser burned into the plastic. It can cause slight discoloration however, we have not seen where the discoloration translates to device failure. We will finish the process of complaints but just know discoloration can happen when you burn the plastic however we have ensured that the process is managed to ensure the device performs as it should.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of discolored was not confirmed upon inspection of the photo. A laser is used to cut the holes at the tip of the catheter. During this process it is likely for some minor discoloration due to laser¿s heat. A physical sample is needed to determine if the discoloration does not meet our manufacturing specifications. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Na.